Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract the needle into the safety device after use. The IV was removed and new IV was place in the patients arm. There was no report of injury or medical intervention.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, the needle was retracted and the white button was depressed. No damages were observed to any of the components. The needle was reassembled to the outer position, the white button was depressed, and the needle successfully retracted. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. The samples were visually and microscopically evaluated and the customer's indicated failure mode for safety failure with the incident lot was not observed. Functional testing was also performed and the returned unit provided for evaluation revealed no mechanical/physical damage and the unit demonstrated a successful retraction. As there was no definite physical or mechanical evidence that confirmed manufacturing related issues for the reported defect, a root cause could not be determined. The defect of needle retraction failure; as stated in the subject of the pir was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. The root cause is indeterminate. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.